Event description:
Customer reported calibration and sensor errors from his sensor. Customer's blood glucose is 435 mg/dl. He has not treated yet. Customer uses proper site and insertion methods. The transmitter passed the test plug procedure. When customer removed the sensor, the cannula was bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.